Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported withdrawal difficulties with the involved angio-seal device. The following information was provided by the user facility: the physician went to deploy the angio-seal device and when he went to pull back he did not hear a "click" and the entire device was stuck near the patient's groin; they could not withdraw the angio seal and said the device was stuck at the skin and would not deploy; the physician opened another angio-seal device and attempted to advance the device which also was unable to advance, however, the reporter said the entire device was stuck at the skin; the patient was re-sedated and after 10 minutes, they successfully removed the entire device from the patient with no injury or observed remnants of the device; there was no bleeding during the time the device was in-vivo but unable to be retracted; hemostasis was successfully achieved; the second angio-seal that was attempted was from a different lot# 5714876; the estimated blood loss was less than 250cc; and the patient is in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the section: product problem was inadvertently left blank and has been marked. Additional information has been added to section b5.

Event description:
Additional information was received on june 19, 2017. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation results and patient information. Patient height: 74. One 6fr angioseal vip device was returned for evaluation. No additional accessories were returned other than the mated carrier tube assembly and hemostatic sheath. The returned device was subjected to visual analysis where blood like substance was found covering the device. A wet wipe was used to clear the blood like substance and enable further analysis. The device cap was received in the rear lock position with the clear shrink-wrap marker along with a small portion of the suture exposed from the carrier tube assembly. The suture appeared to have been cleanly cut with a sharp edge. The tamping tube, collagen and anchor were not returned for analysis. The exposed marker indicates that suture lock up was not present. The surface of the hemostatic sheath was then examined for any anomalies that may have added extra resistance on withdrawing of the device as the physician indicated experiencing. No anomalies were found. The outer diameter of the sheath was measured. The outer diameter of the hemostatic sheath was measured to be 0.1152" with the lasermike. No anomalies were noted and measurements confirmed to meet manufacturer specification. Based on the retuned product components, the complaint was unable to be confirmed. There were no anomalies found with the returned components of the device. It is unclear at this time what, if any, environmental factor may have contributed to the withdrawal difficulties or how the anchor and collagen may have contributed to the event. No anomalies that affected the functionality of the angioseal device were found on the returned sample. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Conclusions code is unable to be selected at this time. Esubmitter support has been notified.